Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a weak signal, lost sensor and calibration error within six hours of inserting sensor. Customer reports to discontinue using sensor due to fear as she had experienced sensor glucose versus blood glucose with threshold suspend, therefore, did not trust sensor. Customer also reports that insulin pump had cracked skin due to hitting it on something, but did not have it replaced until it received a motor error in 2006. Customer declined troubleshooting for cal error and sensor glucose versus blood glucose. No further information provided.